Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with all operating currents within specifications and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08820 inches. No possible over/under delivery anomaly noted. Unit was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 360 mg/dl. Customer was treated with insulin pen. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer declined to check air bubbles and leak. Customer did displacement test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.